Event description:
It was reported through a legal event that a 58 year old male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice firm mesh; the model/catalogue number is 2025002 and the lot number is sp100401-055. After surgery, the patient returned to the hospital on (B)(6) 2019 for a revision surgery. On (B)(6) 2019, he underwent open recurrent hernia repair, lysis of adhesions, resection of fistulous track, and explant of mesh.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Manufacturer narrative:
This follow up is to report the results from the internal investigation and conclusion. Internal investigation into strattice lot sp100401 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other related complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 10/28/2022, of the (B)(4) devices released to finished goods, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial; this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up# 1 to report the investigation findings and conclusion. The aware date of october 28, 2022 is based on when the batch record review was completed. As reported in the initial: it was reported through a legal event that a 58 year old male patient had hernia repair surgery on or about (B)(6), 2018. During the hernia repair surgery, the surgeon implanted a strattice firm mesh; the model/catalogue number is 2025002 and the lot number is sp100401-055. After surgery, the patient returned to the hospital on (B)(6), 2019 for a revision surgery. On (B)(6), 2019, he underwent open recurrent hernia repair, lysis of adhesions, resection of fistulous track, and explant of mesh.